Event description:
It was reported an issue with novosyn suture. The customer reported that when opening the product packaged as c0068047, it was found that other ref (c0058447) were mixed together. Additional information: according to the pictures attached two incorrect references were found in the box, c0069248-723482 & c0058447-723481. There are 2 boxes affected labeled as c0068047 with batch 723484. One box found 5 pouches(c0058447 and c0069248), the number of each code batch is unknown.and the other box found 1 pouch c0058447. The customer only use these 3 reference, c0068047, g0068029 and c0069420. Complaint samples are available, and waiting for customer return. Additional information has not been provided.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a picture with two pouches that were found inside a box labeled as c0068047-723484: c0069248-723482, c0058447-723481. None of the two incorrect reference-batches have been distributed in china. We assume that the operation of clean line was not performed correctly and one unit of the product 0069248 and batch 723482 and one unit of the product 0058447 and batch 723481 were packed in a box labeled as c0068047 with batch 723484. As no other customer complaints have been received concerning this issue for this reference-batch, it has been determined that the mix-up was the one informed by the customer, assuming an isolated box. The personnel involved have been informed of this incidence. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/european pharmacopoeia and b. Braun surgical requirements. Conclusion root cause analysis: the most likely root cause determined is that the clean line operation between the three manufacturing orders during the product conditioning in the manufacturing line was not performed correctly. Final conclusion: considering that the pictures received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the box received by the customer. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.